Event description:
It was reported that pump displayed malfunction code that was resettable, with no notable events occurring before malfunction. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset device without recurrence of malfunction code, was advised to continue using pump and to call back if issue recurred, and confirmed understanding of instructions.